Event description:
Knee infeciton. Information was received in 12/2002 from an orthopedic surgeon regarding a patient with a history of osteoarthritis. The patient had received the concomitant medication, neurontin (gabapentin), for an unknown indication while in treatment with synvisc. The patient received three synvisc injections into the left knee in 10/2002. Approximately one month after the last synvisc injection, the patient's left knee presented with swelling. As a result of the swelling, the patient received surgical irrigation of the left knee in 2002. In 11/2002, arthroscopy had been performed on the left knee. At the time the information had been received, the orthopedic surgeon reported the patient had been hospitalized with a "seemingly" infected left knee. The symptoms had been treated with ancef (cefazolin sodium), dose regimen unspecified. At an unspecified time, synovial fluid had been aspirated from the affected knee. The laboratory results indicated negative culture results and a reportedly "low" synovial white blood cell count. The orthopedic surgeon stated "he does not believe and is not saying that this (infected knee) is due to synvisc." At the time of the report, the patient had not yet recovered.